Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Analysis indicated that the delivery system introducer distal seal leaks. The distal seal of the delivery system introducer was torn. The proximal seal of the delivery system introducer was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), two introducers were unable to aspirate blood after inserting and flushing and exhibited a valve issue. Multiple attempts were made with each one to pull back away from vessel wall and pull back wire. There was minimal blood return obtained during one attempt but was quickly followed by air being pulled into the introducer. A third introducer was used to complete the procedure. No patient complications have been reported as a result of this event.